Event description:
It was reported by the customer that a pyxis medstation es system had failed keyboard, preventing user from login and removing the required medications and causing patient care delays. The customer stated that users were retrieving the required medications from the pharmacy and no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the keyboard had failed with unresponsive letters. A field service engineer reseated and rebooted the station; swapped the keyboard to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.